Manufacturer narrative:
No physical damage to cartridge holder, or inpen front and back shell was noted. Inpen did not pair to the commercial app. Inpen received with leadscrew fully extended. Performed dust/debris investigation and found visible horizontal abrasions and sticky fluid on the outside of electronics housing were noted. This indicated debris was lodged between the dose knob and electronics housing causing the leadscrew anomaly. Unable to perform baseline/wireless functionality, leak test, and displacement dose accuracy test. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: inpen cap does not fit securely onto cartridge holder due to small snap arm being cracked / broken. Deconstructive analysis demonstrated visible horizontal abrasions on the electronics housing were noted. This indicated debris was lodged between the knob and electronics housing causing the leadscrew to retract. This can affect insulin delivery. Therefore, the customer concern of screw retracting when dialing was confirmed. Unable to verify alleged high bg. The patient complaint of inpen not working could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and the inpen's screw was not moving as intended and no insulin was dispensed when the injection or dose button was pushed. The customer reported blood glucose value of 300 mg/dl. The event involved product(s) mmt-105nnblna. Troubleshooting was declined by the customer for high blood glucose event. Troubleshooting was performed for the screw movement issue and the the customer was advised that the inpen will be replaced and advised to revert to a backup plan per health care professional instructions. No further patient complications were reported. The customer will discontinue use of the inpen. Mmt-105nnblna was requested and customer response was the device will be returned.